Event description:
Customer reported she fell while riding her bicycle and her insulin pump hit the cement. She checked the device and she could not see any physical damage. While she was sleeping at night, the battery on the device died. She replaced the battery and the device kept alarming battery out of limit. When she went to check her blood glucose, she noticed the display was blank. Customer's blood glucose was 290 mg/dl. The battery compartment and contacts are not damaged. Customer inserted a new battery and the display returned. Customer was advised to discontinue use and revert to her back up plan until the replacement device arrives. While on manual injections, customer's blood glucose went up and she called 911. Her blood glucose was 296 mg/dl when she called. Customer was given a cat scan, an x-ray, and treated with fluids for three hours. Customer had been of the device for several hours before calling 911. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with cracked battery tube threads and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).